Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that during a clinical in service it was noted that after popping open the spine trays that the lumbar probe was unable to fit into any of the navlocks. It was known that other instruments were able to be used during this in-service. No patient was present at the time of the event.

Manufacturer narrative:
The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned probe had impact marks at the back end causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.